Event description:
My son was alone at his apartment he got very sick and started vomiting he passed away I found his dexcom next to him. I have an autopsy report and police reports verifying the vomit all over the house he was 22 years old he died of diabetic ketoacidosis. Prior to this we were at emergency room when the doctor did lab work and informed us his device was not working at all it said he was fine, but the lab work said differently.